Manufacturer narrative:
The damaged package was returned for evaluation. Visual inspection of the returned package confirmed a 0.424" slit in the pouch. The investigation could not determine the conditions or circumstances that led to the damage, but it is consistent with mishandling. Per quality control processes, all packaging is 100% visually inspected on both sides to identify pinholes, lacerations, tears and any irregularities in the material such as indentations or protrusions which could indicate any pinholes, tears, lacerations, etc. The root cause for the damage could not be determined.

Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is underway.

Event description:
It was reported that the sofia catheter was removed from its box and a small tear was observed in the top of the plastic sterile packaging. There was no patient involvement.